Event description:
It was reported that the pump ran continuously inflating the knee (acl repair) and pushing fluid into the chest cavity. The pt was hospitalized for one day to be in observation. No adverse consequences were reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. DHR review revealed nothing relevant to this event. Arthrex will continue to investigate this issue. A follow up report will be submitted with significant info obtained from the investigation.